Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited externalized conductors. The electrical parameters were normal. No intervention was performed. The lead will continue to be monitored. There were no patient consequences.